Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent unspecified procedure. During surgery, the handle came off when pulling back the osteo introducer and trying to re position, then using a clamp to try and pull out the cannula , the cannula was bent and snapped. Later the cannula was pulled out from the patient's scapula. Patient complications were reported to be unknown.